Event description:
The customer reported that at the start of treatment staff noticed that the hansen lines were dark. They checked the dialyzer and saw a crack in the fresenius dialyzer n200. They did not note any machine alarm. The patient was moved to another machine to continue the treatment. Patient experienced a blood loss, but was fine according to the clinic.